Event description:
On 07/15/2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 30.5mmol/l with extreme thirst associated with insulin delivery being inadvertently suspended. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the patient received a ¿low cartridge¿ warning prior to going to bed, but went to bed without changing the cartridge and that the pump¿s insulin delivery was subsequently suspended due to not responding to the alarm appropriately. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: the black box records begin on 2017. Due to continuous use of the pump, the black box data, total daily doses and alarm history for the reported event on (B)(6) 2016 have been overwritten. Investigation was unable to verify the unconfirmed alarm and insulin delivery being inadvertently suspended on event date. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. (B)(4).